Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer is having issues with the battery cap on their insulin pump. It was reported that the battery cap will not align properly. The customer's blood glucose level was reported to be over 402mg/dl. It was reported that the customer did not bolus for a meal, which caused the high levels. The customer bloused to correct the high levels. The customer is being sent out a replacement battery cap.